Manufacturer narrative:
Device eval: the device was disposed of by the hosp; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a pci procedure the quantum maverick monorail balloon ruptured at 18 atms during predilation. The lesion being treated was located in the extremely calcified mid left anterior descending artery. The procedure was successfully completed with another balloon. Pt status is listed as "good".